Event description:
The lens came out of the delivery device too fast and tore the capsule. The lens was removed and replaced without enlarging the incision. A vitrectomy was performed.

Manufacturer narrative:
See MDR 1920664-2008-01133 for the intraocular lens used with this delivery device.